Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, sensor wire was missing, and wire was not on the sensor pod. Sensor was inserted into patient's arm which is not an approved site of insertion. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.